Manufacturer narrative:
(B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii seal (4.5 mm).. Additional cutter had to be used due to the hs seal not opening completely during deployment within the large vessel. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs-3045. Additional cutter had to be used due to the hs seal not opening completely during deployment within the large vessel. The hospital did not report any patient effects.